Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. No further information was provided.

Manufacturer narrative:
This event was determined to be supplemental. The investigation findings will be submitted under 2916596-2023-00028.